Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00151.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician experienced friction and, therefore, removed the ruby coil. The physician then re-adjusted the lantern and attempted to re-advance the same ruby coil; however, friction was encountered again. Therefore, the lantern and ruby coil were removed. The procedure was completed using a new ruby coil and another microcatheter. There was no report of an adverse effect to the patient.